Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient's weight at the time of the event was unknown. The device disposition following the replacement was also unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2011 and the device was explanted in 2015 due to a lack of effect; there was not more than a 50% reduction of symptoms. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated.